Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had intermittent or no response from several buttons. It was noted that the buttons may have been stuck. Customer's blood glucose readings at the time of the call were 11.8 mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a cracked case near lcd window corner, cracked lcd window, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and serial number label and stained end cap sticker.